Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
The events were reported to allergan by a patient. Patient consent to allergan to contact their healthcare professional for further information was requested and received. Reason for reoperation: rupture.

Event description:
Patient reported, unknown side rupture. MRI performed. Healthcare professional reported, no complaint against the left device. Confirmed, during explant surgery. Device has been explanted and replaced with a non-allergan device.